Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath hole after a peripheral arterial occlusive disease interventional procedure. Reportedly, resistance was felt while depressing the plunger (click 2) and the number "2" was not visible in the window. The safety release was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that contribute to difficulty deploying the vessel locator include, but not limited to, manufacturing, the plunger to deploy and lock vessel locator wings not pushed hard enough, the vessel locator not placed against the surface of vessel; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. A conclusive cause for the reported difficulty deploying the vessel locator wings could not be determined based on the returned device condition. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.